Manufacturer narrative:
(B)(4). The product has not been returned. No further information concerning this report is available at this time.

Event description:
It was reported that this right ventricular (rv) lead was dislodged from the heart wall. The patient underwent surgical intervention to remove the lead and administer intravenous antibiotics due to the surgery. A new lead was implanted. No adverse patient effects were reported.